Event description:
It was reported that patient presented in ER after receiving an alert in the airplane during travel. Software reset was observed. The device software was downloaded and the patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer. No medwatch form was received. (B)(6).